Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had foreign matter inside the package.

Event description:
It was reported that bd vacutainer® push button blood collection set had foreign matter inside the package.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a sticky substance on the tubing of the incident lot was observed. Further evaluation of the customer samples identified the substance as an adhesive that is used to bond the tubing to the hub of the device. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a sticky substance on the tubing of the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing incident. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated.